Event description:
The customer contact reported a separation. An unspecified primary tubing set was connected to one of the clave ports on the bifurcated extension set to deliver an unspecified antibiotic. The male adapter of the bifurcated extension set was connected to the pt's peripheral IV access site. After an unspecified length of time in use, the pt's wife assisted the pt to the bathroom. It was reported that the pt's wife had forgotten that the pt was connected to the tubing set and stretched the tubing; subsequently, the tubing separated from the y connector of the bifurcated extension set. An unspecified volume of blood loss was noted. It was reported that the pt received half of the unspecified volume of the antibiotic. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).